Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low glucose serum samples generated by unicel dxc 600 pro chemistry analyzer. The erroneous result was not reported out of the laboratory. The sample was repeated on the same unit and higher result was obtained. Patient treatment was not impacted by this event.

Manufacturer narrative:
The customer contacted hotline and began to troubleshoot the issue. Hotline found multiple broken cuvettes in the reaction carousel. The customer replaced multiple hardware components'. Qc was run after the repairs and the results were within established specification. Service was not dispatched.